Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-05092. The pt received a percutaneous lead on (B)(6) 2009. She received another percutaneous lead on (B)(6) 2010. It was reported the pt no longer has stimulation. The pt had also fallen, but this occurred after she lost stimulation. When an sjm rep met with the pt for reprogramming, she experienced overstimulation. X-rays were taken but did not reveal any anomalies. The sjm rep has attempted reprogram the pt on several occasions, but has been unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.